Manufacturer narrative:
Siemens field service engineer (fse) checked pipette and syringe and found ok. Fse cleaned the fiber (optical) and run calibration and qc tests. All the results were in range. The cause for the discordant blood results is unk.

Event description:
Customer reported false negative blood results on the instrument whereas microscopic results were positive. There was no reports of injury due to this event.

Manufacturer narrative:
Fse replaced lamp solving the (B)(4) blood results. Instrument is performing as intended. MDR was filed manually on (B)(6) 2013.